Manufacturer narrative:
A steris field service technician arrived onsite, inspected the unit, and identified a loose plastic clamp on the condensate cooling water line. The technician adjusted and tightened the clamp, tested the unit, and confirmed it to be operating according to specification. The unit was returned to service and no additional issues have been reported.

Event description:
The user facility reported their reliance vision single chamber washer/disinfector was leaking water. An employee slipped and fell in the water. The employee did not seek medical treatment for the reported injury. The employee returned to full and normal work duties.